Event description:
Caller reported a malfunction on the pump, which was followed by no notable events. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support sent a replacement pump, provided instructions for returning the malfunctioning pump using a prepaid ups label, and guided the customer to store the pump correctly before shipping it back.